Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(4) event date of 03-oct-2025 and related svn#: (B)(4) event date of 23-sep-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) event date of 03-oct-2025 and related svn#: (B)(4) event date of 23-sep-2025 listed on smartsolve due to insufficient data in the trace/history files. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025 to (B)(6) 2025. There was no data available to verify unexpected pump error(s)/alarm(s) noted 2 days prior to the related svn#: (B)(4) event date of 06-aug-2025. In further review of the formatted history file 2 days prior to the related svn#: (B)(4) event date of 23-sep-2025 and 1 week prior to the primary svn#: (B)(4) event date of 03-oct-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2025 23:01:42.000. Low battery alert was found on: (B)(6) 2025 16:42:01.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 14:32:59.000. There was no power data available for the event date of 23-sep-2025. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Sensorexpiredalert (794) was found on: (B)(6) 2025 00:42:31.000, (B)(6) 2025 00:52:00.000. Sensorerroralert (801) was found on: (B)(6) 2025 16:46:01.000, (B)(6) 2025 01:27:23.000, (B)(6) 2025 01:37:00.000, (B)(6) 2025 03:32:21.000, (B)(6) 2025 03:42:00.000, (B)(6) 2025 07:02:21.000, (B)(6) 2025 07:12:00.000, (B)(6) 2025 15:27:23.000, (B)(6) 2025 17:27:24.000, (B)(6) 2025 19:07:23.000, (B)(6) 2025 22:52:24.000, (B)(6) 2025 06:03:30.000, (B)(6) 2025 07:18:29.000, (B)(6) 2025 07:28:00.000, (B)(6) 2025 13:17:27.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. No sensor anomaly (sensor updating), pump/transmitter communication anomaly and pump/sensor communication anomaly noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.85 mv). The pump was received with a depleted energizer max alkaline battery installed the pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for sensor anomaly (sensor updating), pump/transmitter communication anomaly and pump/sensor communication anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. Blood glucose value at the time of event was 800 mg/dl. The customer experienced symptom of headache during the event. The customer was hospitalized for hyperglycemia and diabetic ketoacidosis and was treated for hyperglycemia with manual injection. The event involved product(s) mmt-441ag, mmt-7040b, mmt-342, mmt-1884. Troubleshooting was performed for high blood glucose event and the customer was advised to consider changing insulin, reservoir and infusion set. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-441ag. No product return is required for mmt-7040b. No product return is required for mmt-342. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.